Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went blank after battery change. Customer¿s blood glucose level was 150 mg/dl. Customer assisted with troubleshooting that they advised to clean battery cap and try new batter. Customer replied with still had blank display. The insulin pump will be returned for analysis